Event description:
A customer contacted beckman coulter inc. (Bci) stating that one patient's progesterone results did not correlate when the same sample was tested neat and diluted that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported outside the laboratory. The sample was sent to customer product line support (cpls) for further testing. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in li heparin tubes that were centrifuged for 6 minutes at 2500rpm on the automation line. The testing performed by the cpls, using interference eliminating proteins, did not confirm the existence of a patient source interferent in the patient samples provided. Per the customer, qc was within the customer's established ranges prior to and after the erroneous results. A field service engineer (fse) was dispatched on (B)(6) 2010 and performed a preventive maintenance (pm) on the system, which failed the high sensitivity (hs) foam assay test. The fse then replaced the peri pump tubing and repeated the hs system check, which met specifications. All verification testing met specifications. No clear root cause could be determined.